Event description:
It was reported that the patient underwent a right knee arthroplasty revision due to instability approximately fifteen (15) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen articular surface catalog #: ni lot #: ni, nexgen fluted stemmed tibial component size 4 catalog #: 00594604001 lot #: 61280399. G2 - report source - foreign: event occurred in new zealand. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual evaluation of pictures provided identified polyethylene wear on the articular surface and both the articular surface and femoral component exhibited signs of explantation. Radiographic review demonstrated potential early tibial loosening, however, could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.